Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly felt as though he had low blood glucose symptoms. He tested and received a result of 171 mg/dl on the nano system. He tested again within 10 minutes and received a result of 55 mg/dl. He was able to self treat the low blood glucose by eating and drinking. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.